Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented to the clinic. Interrogation showed the right ventricular (rv) lead capture threshold was elevated and the pacing impedance was high and out of range. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.